Manufacturer narrative:
Updated blocks: b1 and b2. Per the user facility's biomedical engineer, the oxygen sensor of the electronic patient gas system was replaced and the issue was resolved.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with the electronic patient gas system (epgs) while on cardiopulmonary bypass, whereby the fraction of inspired oxygen (fio2) readings were off by 10; set to 60 but reading 50. The end user switched to an alternate oxygen source. Therefore, the product was changed out, with no delay, no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
Updated block: b5.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the fraction of inspired oxygen (fio2) readings were off by 10%, and when set to 60%, the reading was 50%. As a result, an alternate oxygen (o2) source was used. The surgical procedure was not completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.